Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient started bleeding and stated it was more than the patient expected to see. She was unable to stop the bleeding and went to the hospital. Two stiches were placed at the insertion site and pressure was applied. No medication was given and she return to her normal status after the event. Additionally, the patient stated one of her routine medications is a blood thinner for an unrelated condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).